Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part # sd800.440, lot # 86p2894, manufacturing site: (B)(4) , release to warehouse date: january 21, 2021. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Per the investigation description, the psi case file and communication were reviewed. The investigation included a review of the documentation and forms along with the surgeon complaint report and provided intra-operative images. The design was completed and verified as per the depuy synthes design instructions and roles. The surgeon approved with his signature on the approval letter the design of the specific device based on the data provided. Although there appears to be several potential factors which may contributed to the complaint description, this complaint investigation did not identify a design defect or deficiency which potentially contributed to the reported complaint conditions. Therefore, this non-manufacturing investigation is closed by product development as indeterminate regarding a design related root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the manufactured psi did not exactly fit the patient's bone defect. During surgery, the front of the psi was aligned with the bone defect, leaving the back in the air. The doctor partially changed the shape of the psi and used it for the patient; however, there is a gap between psi and bone. There was a one (1) hour surgical delay. There was no reported consequence to the patient. This report involves one (1) psi sd800.440 peek implant. This is report 1 of 1 for (B)(4).